Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but erratic. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device was sent in for preventative maintenance only and there was no product deficiency. During product evaluation it was found that the device was running at inconsistent speeds. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.